Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.